Event description:
It was reported that during a ptca/stent procedure in the right coronary artery, difficulty was encountered increasing the inflation pressure above 8 atmospheres. The stent was deployed adequately enough to allow post dilatation. After initial deployment, a spiral dissection was observed proximal to the stent. The dissection was treated by the deployment of long stents. The patient was reported to be doing well after completion of the procedure.